Event description:
The user reported the pump ran intermittently and started pumping on it's own. There was a 10 minute delay to exchange the device during a knee arthroscopy. No swelling or extravasation occurred to the patient.